Event description:
A malfunction alarm known as malf 0 was reported, and it was determined that no notable events had occurred prior to this. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, and after resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to reach out again if any future issues arose.